Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer was unable to perform the load fill tubing process. The customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) was 524 mg/dl. A manual insulin injection was used to address bg.